Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23596. It was reported the patient was admitted to the hospital and diagnosed with an (B)(6) infection on an unknown date. The patient was given IV antibiotics. Later, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.